Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter is giving inaccurate high readings of "600 mg/dl and 500 something mg/dl." Five days later, this medical surveillance specialist contacted the patient to clarify information obtained during the intial phone call. The patient tests her blood glucose 4 times per day and manages her diabetes with lantus and humalog insulin. The patient has a sliding scale for her humalog. Reportedly, the patient takes 5 units of humalog when her blood glucose is above 400 mg/dl. On the day of event, the patient was able to test her blood glucose as usual and indicated that her readings were "ok" in the noontime. The patient came home from work at approximately 8pm. Prior to having dinner, the patient tested at "600 mg/dl" and shortly after tested at "500 something mg/dl." The patient allegedly was feeling thirsty at the time of concern. Based on the elevated reading, the patient took 5 units of humalog and ate dinner. The patient went to bed at around 11pm. Reportedly, the patient woke up in the middle of the night "sweating and feeling numb in fingers and tongue." The patient administered self-treatment with a can of soda and reportedly felt better within 20 minutes. The patient did not attempt to test her blood glucose when she woke up and had the reported symptoms. In the morning, when she tested on the subject meter, she obtained "normal readings." The patient's insulin regimen was not changed prior to or after the day of the incident. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, and the reported meter readings could not be confirmed in the meter's memory. This complaint is being reported because the patient claimed she had symptoms that can be associated with hypoglycemia after she took insulin based on elevated readings obtained on the lfs meter. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.